Event description:
It was reported that this left ventricular (lv) lead exhibited micro dislodgement one day post implant and high pacing threshold. This lv lead was surgically explanted and replaced. No additional adverse patient effects were reported. Additional information was received indicating that lead dislodged was confirmed due to lack of capture and by xray.

Event description:
It was reported that this left ventricular (lv) lead exhibited micro dislodgement one day post implant and high pacing threshold. This lv lead was surgically explanted and replaced. No additional adverse patient effects were reported.